Event description:
It was reported that the device showed it was at elective replacement indicator on one screen, but another report indicated battery voltage was at 2.68 volts with an average of 5 months longevity. The device was programmed out of vvi65 mode back to the original settings. An electrical reset was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.